Event description:
It has been reported to us that during the procedure, the marker band of the aspiration catheter became separated from the shaft. The physician inserted the aspiration catheter into the pt. The physician successfully completed the first aspiration of the vessel. The physician performed a second aspiration and felt some resistance. The physician noticed on the fluoroscope that the radiopaque marker band had separated from the aspiration catheter. The physician inserted a second aspiration catheter and captured the separated radiopaque marker band and successfully removed it from the pt. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.